Manufacturer narrative:
An eval of the device(s) cannot be performed as the device(s) remained implanted in the pt and was not returned to the MFR. Additional info (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt stated that he is feeling pain and that according to the x-rays the cement did not attach to the bone and you could see it in the x-rays that there is a separation and a crack in between. He wants to know if this is normal and the doctor told him something like that has never happened to him. Pt was told that he might need a revision."